Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered via remote monitoring to have reverted to safety mode with limited critical therapy still available. The boston scientific field representative indicated that they did not know if the patient is pace therapy dependent. Boston scientific technical services provided guidance to discuss the issue with the clinic to determine if an emergent device replacement is required. The representative indicated that the patient was coming to the clinic that day. The crt-p device was subsequently explanted and replaced three days later. No additional adverse patient effects were reported.